Event description:
Lp 12 failed to recognize defibrillator pads connection, and would not defibrillate. Crew then switched to back-up paddles, which failed to discharge. This resulted in a 5-8 minute delay during which staff went to retreive lp 10 unit. Pt was in asytole at the time he was defibrillated with lp10. He was, however, pronounced in the e.d. The MFR was notified, and responded on 09/14/99.